Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with a thicker than intended flap post femtosecond laser flap generation. The programmed flap depth was set at 110 microns, however, the postoperative depth was measured at 125-135 microns. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the event. During a onsite visit the fse (field service engineer) checked the device, calibrated z-off set and found device working correct. A review of the log-file could not be done because the log-file for the day of the treatment is not available. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).